Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to light moisture damage to keypad traces. No button error alarms were noted. No traces of moisture were noted on the electronic or motor assemblies per visual inspection. The device was received with minor scratches to lcd window and cracked case at display window corners.

Event description:
Customer reports to have received a button error alarm and was not able to clear. Customer's blood glucose was 62 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.